Manufacturer narrative:
Exemption number e2019001 - permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. (B)(4). The perclose proglide electronic instructions for use states that the device should only be used by physicians (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and / or interventional catheterization procedures and who have been trained by an authorized representative of abbott vascular. Prior to use, the operator must review the instructions for use and be familiar with the deployment techniques associated with the use of this device. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was determined to be related to status of training; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6fr sheath after a percutaneous coronary intervention (pci) procedure. Reportedly, after the sutures of the proglide device were deployed, the proglide device could not be removed. A cut down was done and the knot was seen caught in the subcutaneous tissue. The proglide device was removed and the artery was sutured closed to achieve hemostasis. There was no reported adverse patient sequela. There was a reported clinically significant delay in the entire procedure. The physician is reported not to be trained in the use of the proglide device. No additional information was provided.